Event description:
During preventative maintenance of the device, the user reported the roller pump occlusion was difficult to adjust. No other details regarding the event were provided. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.